Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 3005099803-2008-06053. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the coating peeled from two jag precursor guide wires. During the procedure, the physician used the first jag precursor and the coating peeled. Another jag precursor was then used and also peeled. The procedure was completed with another of the same device. The peeled coating was removed at the same time as the stone in the biliary duct. There were no reported patient complications and the patient was reported to be "stable" post procedure.